Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that during impella 5.5 support, the patient became dizzy and alerted medical staff. The patient then went into cardiac arrest and required cardiopulmonary resuscitation to achieve a return of spontaneous circulation. It was noted that the automated impella controller did not alarm for suction alarms which occurred just prior to the patient¿s cardiac arrest. Two days after this event, the patient expired. It was noted this was likely due to septic shock. There was no information available on the source of sepsis. This complaint involves one impella 5.5 pump (serial number (B)(6)) and one automated impella controller (serial number (B)(6)). This MDR specifically addresses automated impella controller, which is the subject of this report. A separate MDR was submitted for the impella 5.5 associated with this complaint.

Manufacturer narrative:
A.4 is unknown. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. Refer to section h.10 for the related report number representing the impella 5.5.

Manufacturer narrative:
Investigation summary ==> data analysis: review of the imc logs confirms the occurrence of a yellow suction alarm at the date and time of the complaint. Suction alarms, as well as ¿impella position unknown¿ alarms are prevalent throughout the case the occasional occurrence of ¿impella position in aorta¿ and ¿impella position in ventricle¿ alarms is also noted the rt logs at the time of the complaint show no remarkable variation in the optical 5s parameters conferred with members of the software department who stated that they were unaware of any open bugs or defects that might result in suction alarms with no audible alert, and that after their own review of the data logs they did not see anything that might explain how such an event could have occurred . Device analysis: per section 7 of the preventative maintenance procedure the console was placed on a bench and powered on; the usual ¿beeps¿ were all noted during the boot sequence. A purge cassette, purge disc, and impella 5.5 pump were connected to the console, and pump flow was started at p-level 9. This resulted in a yellow ¿suction¿ alarm appearing on the console display; the expected audible alarm was also generated (suctionalarmaudible.mov). The aic hardware was inspected for any loose connectors or cables and no issues were found. Root cause: the occurrence of a suction alarm(s) is confirmed in the imc logs, but the ability to trigger this alarm with no audible alert could not be reproduced in the lab. The root cause of the ¿suction alarm w/o acoustic alarm¿ complaint is therefore undetermined.